Manufacturer narrative:
The device was not returned for analysis. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify a lot specific issue. Based on the available information and without the device to analyze, a cause for the reported difficult gripper actuation could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issue. It was reported that during preparation of the clip delivery system (cds), one of the grippers did not lower. It was noted that all steps during preparation were performed per the (IFU). Troubleshooting was performed, but the gripper was still unable to lower; therefore, the cds was not used, and as replaced. There was no clinically significant delay in the procedure. No additional information was provided.